Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the medication order was not crossing over the station. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist verified that orders were crossed to server and confirmed with the customer that the issue was resolved, and no further investigation required for this device. The system functioned as intended after the issue was resolved internally without csc's intervention.